Event description:
I got lasik surgery done in 2016. Last year 2021 I started having blurry vision in my right eye. I went to ophthalmologist and was informed I had vision loss in my right eye. It's been a year now and I am still unable to gain back any vision. I rely on my left eye for daily function. I got glasses to compensate for my vision but it is still blurry. Iq laser vision.